Manufacturer narrative:
The insulin pump had no button error alarms or battery out limit alarms noted. The device had no button response due to corroded keypad traces. The device had a minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. No moisture damage noted on the electronic assembly or on the motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 102 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.